Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the doctor performed a laparoscopic sleeve gastrectomy procedure on a patient using an harh36 device. The device was used on the greater curvature of the stomach. The advanced hemostasis device setting was not used during the procedure and also no alert screens were received during the procedure. After the procedure was completed, the patient was in the ICU and the hospital staff thought the patient had developed a pulmonary embolism, which was treated with a heparin drip. The patient expired the same day. An autopsy showed the patient didn't have a pulmonary embolism. The official cause of death was not provided other than internal bleeding with no identified source of bleeding. The surgeon reported he did not know the source of bleeding or what caused it and the surgeon is also not alleging there was a deficiency in the device.